Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted on (B)(6) 2024. The patient experienced an unspecified number of skin reactions that consist of a rash under the wearable and the overlay patch adhesive, and this report captures the most recent event. The event occurred the day the sensor had been inserted in an unspecified location. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient consulted a physician due to the rashes she had experienced while using an unspecified number of g7 sensors. At the visit, the hcp administered one intramuscular (im) injection of benadryl. No photo was provided. At the time of the report on (B)(6) 2024, the patient stated she could no longer recall the exact dates of the previous dexcom skin reactions, but she confirmed the benadryl shot helped minimize the rash issue. The patient was in stable condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.